Event description:
Dealer called that the battery harness would burn up on the battery. Dealer stated he walked away for a minute and left his new tech to repair the batteries resulting in the battery wires burning up. Dealer stated the power chair is a loaner chair for the company. Dealer stated there were no injuries associated with the incident.